Manufacturer narrative:
This report is being supplemented to correct an omitted field on the initial medwatch report.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image black out issue could not be confirmed during evaluation and testing, and a definitive root cause of the issue could not be determined, however, the issue was likely due to a malfunction of the analog to digital circuit board due to user handling and resulting in a temporary/intermittent image black out. The event can be detected by following the instructions for use section below: inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, prior to use in a diagnostic bronchoscopy, it was discovered that their evis lucera elite bronchovideoscope had a screen blackout. The issue did not result in a delay, and the procedure was completed successfully with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of image blackout was not confirmed; however, there was a noisy image due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.